Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the first ins was a problem that was put in on (B)(6) 2013 was a problem since the ins was too big and was coming out of the pt. Pt eventually had another one put in and switched out. Pt did not weight 100 pound's and the ins battery was big so that was why they changed ins. The fist ins had problems and their doctor said to change it out to get a smaller ins battery.